Event description:
On 05/18/2022, infutronix received a complaint from an end user that the administration set broke from the distal end. Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The event took place during an infusion. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.